Event description:
It was reported that a brake malfunction occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 1.75mm rotapro was selected for percutaneous coronary intervention (pci). The rotowire wire came out when inserted during dynaglide mode, so, it was then used in normal mode. The procedure was successfully completed with this device. No patient complications were reported.

Manufacturer narrative:
D4: updated unique identifier (UDI) #. Device evaluated by manufacturer: the rotapro atherectomy system was received for product analysis. A visual inspection of the device did not identify any damages or defects. After destructive testing was performed, dried saline was identified on the brake collet. It was considered likely that the presence of dried saline interfered with the ability of the brake to lock on the wire during analysis but, was not considered to be a device damage as usage of saline infusion is an expected factor during usage of the device during the procedure. When the returned wire was inserted through the rotapro device, the rotapro advancer was connected to the rotapro console control system, and the knob switch [ablation button] was pressed, the rotawire was able to be manipulated during both normal and dynaglide modes, indicating that the brake was not working as intended.

Event description:
It was reported that a brake malfunction occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 1.75 mm rotapro was selected for percutaneous coronary intervention (pci). The rotowire wire came out when inserted during dynaglide mode, so, it was then used in normal mode. The procedure was successfully completed with this device. No patient complications were reported.